Manufacturer narrative:
1. A customer reported that "a patient who had already lost his eyesight due to glaucoma had company shunt inserted 6 to 7 years ago, so he stopped leaving it as a foreign material and removed it this time. The surgery for removing shunt was completed. The bleb has disappeared, and after removing it, water did not flow through the company shunt, so the customer wants alcon to check if the shunt is clogged". 2. The sample was received for investigation: the sample was received in a plastic bag with plastic conical tube. In the plastic tube was placed a shunt. The sample was without scratches or damages. The lumen was clogged and therefore was sent for cleaning. After a cleaning, the lumen was open. 3. No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. 4. All products pass 100% final inspection at manufacturing site prior to approval. If a blockage would be noticed, the product would have been rejected immediately. The root cause is inconclusive - unable to verify, since the shunt was in use for 6 years and a blockage could have been caused by many different reasons during and/or after the clinical procedure. The blockage does not seem to be product related since after cleaning the device the blockage was removed. Therefore, there is no evidence for an inherent defect that might have caused the event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that patient who lost his eyesight due to glaucoma had galucoma filteration device (gfd) implanted 6 to 7 years ago, there was no flow of water and hence customer wanted to check if the glaucome filteration device (gfd) was clogged and the glaucome filteration device (gfd) was explanted. Customer further clarified that the this event was not the cause of blindness. Additional information was requested.